Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert was generated for out-of-range atrial intrinsic amplitude measurements. Data for the alert showed in range amplitudes and no out of range measurements were recorded. The presenting electrogram showed the patient in atrial fibrillation (af) and there was isolated undersensing which resulted in atrial pacing that was not required. Trend data was stable and there was no evidence of noise. It was reported that this patient has a competitive atrial lead interfaced to this boston scientific implantable device. No adverse patient effects were reported.